Event description:
It was reported that "when the guidewire got to about 30cm into the vein it got stuck in the vein. They could not push it forward or pull it back out of the vein. (Needle was removed from vein not to cause damage to the guidewire when pulling it back) they manipulated the patient 's head, and shoulder position and by gentle tugging the wire and it became loose. They pulled the wire back towards the entry site, and the wire got stuck again under the skin, they could feel where the wire was under the skin. By using the blade in the cvc pack, they made an incision into the skin to remove the wire and found that it made a knot inside the patient. They opened another cvc pack and attempt to insert the cvc into the same vein and again the guide wire got stuck at about 30cm into the vein. They removed the 2nd guide wire and inserted the cvc onto the left subclavian vein without any issues. The patient has a history of cancer and cancer treatment. The surgeon contributed the knot in the gw and the difficulties in insertion lines into the patient, was due to her history of chemotherapy and related treatment. The patient had the surgery, and all the lines were removed on day 2 post op. Patient doing well."

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of the guidewire being knotted was confirmed by the photo. The knot was located towards the distal end of the guidewire; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the guidewire got to about 30cm into the vein it got stuck in the vein. They could not push it forward or pull it back out of the vein. (Needle was removed from vein not to cause damage to the guidewire when pulling it back) they manipulated the patient 's head, and shoulder position and by gentle tugging the wire and it became loose. They pulled the wire back towards the entry site, and the wire got stuck again under the skin, they could feel where the wire was under the skin. By using the blade in the cvc pack they made an incision into the skin to remove the wire and found that it made a knot inside the patient. They opened another cvc pack and attempt to insert the cvc into the same vein and again the guide wire got stuck at about 30cm into the vein. They removed the 2nd guide wire and inserted the cvc onto the left subclavian vein without any issues. The patient has a history of cancer and cancer treatment. The surgeon contributed the knot in the gw and the difficulties in insertion lines into the patient, was due to her history of chemotherapy and related treatment. The patient had the surgery, and all the lines were removed on day 2 post op. Patient doing well."